Event description:
The customer reported unable to charge the device. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported unable to charge the device. There was no reported pt involvement. The philips field service engineer evaluated the device and found the power pca failed. The power pca was replaced to resolve the issue. The device passed all performance assurance testing and was returned to use. We will consider this a malfunction of the power pca where the device would not charge.